Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. New information added to the following field: h6. Corrected fields: d4 - unique device identifier and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation a root cause was not identified, olympus could not find the cause of occurrence of the indicated phenomenon because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd camera head had image problem with the vision during reprocessing. The intended procedure was therapeutic. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.